Manufacturer narrative:
We cannot fully evaluate this incident since a sample is not available. Most nurses associate the color orange with insulin syringes. The hosp stocked together all different sizes of insulin syringes. The products concerned were clearly labeled. This incident is the result of an unfortunate user error. A review of the complaint database did not reveal any discernable, significant trends for this issue on the products in question. The mfg plant has been notified of this incident. Attempts have been made to clarify the reported incident (details of actual product used). First review for MDR reportability determined nurse's actions to be first aid treatment. After review with medical and regulatory compliance, decision was made that the action taken (d10 dosage to pt) by rn was medical intervention, decision to file MDR was made on 11/1/07.